Event description:
Package containing gamma set screw is empty. This event did not occur during a surgical procedure.

Manufacturer narrative:
Evaluation results revealed that the event was verified. Corrective action was implemented to preclude further events.